Manufacturer narrative:
Further information was requested but not yet provided.

Event description:
It was reported that a patient presented to clinic and it was found that one of their low voltage leads had dislodged. No changes or interventions were reported. The patient condition was not known.